Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm. During contralateral gate cannulation, the gore excluder aaa endoprosthesis contralateral leg component pushed the trunk ipsilateral leg component proximal, covering both renal arteries. A catheter and wire were advanced over the flow splitter and used to pull the graft down. The remainder of the devices were implanted; the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this pt: pxc121200/05303297.